Event description:
Voluntary medwatch received states that the leads were explanted due to septic, bacteremia, endocarditis and infection. The patient status was unknown.

Manufacturer narrative:
Correction b5 and h6 section.

Event description:
Voluntary medwatch received states that the lead exhibited sepsis, bacteremia, endocarditis and infection. The intervention was not provided and cannot be obtained. The patient status was unknown.